Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the time/date goes to default for pump model when the battery has been removed for less than 24 hours, allegedly starting on (B)(6) 2016. An inaccurate delivery issue was noted on (B)(6) 2016 when the reporter alleged the patient had a blood glucose of 40mg/dl with shakiness, sweaty, headache, confusion, unsteadiness on feet or when walking. The time/date issue is not being reported because it not likely to cause an adverse event since the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: the bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting, the pump history shows the pump was running on default date from (B)(6) 2016 until a manual time/date change was made from (B)(6) 2007 22:09 to (B)(6) 2016 09:11. A por event was observed on (B)(6) 2016 18:05; when pump was powered back on the time date was set to (B)(6) 2016 00:01. Pump ran incorrect time until the last basal delivery on (B)(6) 2016 09:52. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release/